Manufacturer narrative:
The valve was returned to the manufacture for evaluation. The returned device was patent. The valve passed requirements for reflux, leakage and pressure flow/preimplantation testing. No signs of damage or debris were observed on/inside the valve. The distal end of the connector appeared slightly bent but it did not lead to any failure in flow through the valve or other characteristics tested. The laboratory personnel could not replicate the failure condition of obstruction as observed in the field. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a shunt being used in a procedure. It was reported that a patient was implanted with the shunt on (B)(6) 2021. However, the medium pressure bur hole valve was over shunting and a revision was done on the (B)(6) 2021. The new valve was implanted. There was no reported impact on the outcome.